Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty charging the pump battery. Reportedly, there was plastic "gumming" up around the port resulting in obstruction of the port. The customer's blood glucose level was 178 mg/dl. The customer reverted to an alternate method of insulin therapy.